Event description:
Patient mentioned they had their enterra system removed because the leads were starting to go towards their small intestine and scar tissue was developing. After having the enterra removed they noticed a mass of hard scar tissue at the removal site. Patient wanted to know if this is normal. Redirected to discuss with managing physician. Transferred patient to prs to update enterra records, however prs noted they no longer maintain enterra registration records and will direct the patient to enterra medical. No analysis results recorded.